Event description:
It was reported that during testing of the machine in preventive maintenance, it was found that the mechanism to hold the bone pin was faulty, it would not grip on the pin driver. No case involved.